Manufacturer narrative:
The customer¿s report of a leak in the pumping segment was confirmed. Visual inspection of the set showed no signs of damage. Functional testing and pressure testing confirmed leaking from a small pin-hole in the silicone segment near the upper fitment. The cause of the leak was a pinhole in the silicone segment. The root cause of the pinhole was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of insulin was setup on a patient when the pump was noted to be alarming 'air-in-line'. The nurse responded to the alarm and noticed the tubing was leaking from inside the pump. There was no report of patient harm.